Event description:
It was reported that a spectrum pump would intermittently not recognize when a tubing set was unloaded. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The evaluation found the device did not recognize when a set was removed and would falsely detect that a set was still loaded caused by a failed downstream sensor. The downstream sensor was replaced.